Event description:
The device was received for service (preventive maintenance). During service testing, failure code 570:320:844:0000 (damaged batteries) was found in the event history.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 570:320:844:000 (in event history), found to be due to a damaged battery condition (10 alarms below threshold), was confirmed. Service installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.